Event description:
For lead re-positioning (during the implant attempt), retraction of the helix was performed, but helix did not move. The operator separated the tip of the lead from a heart by force. Helix was stretched. Intermittent sensitivity and blood/fluid on inner surface of insulation was noted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that all conductors were distorted, the helis. Was blocked and unable to advance/retract. In addition, the helix/lobe was distorted/bent.